Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call external ram crc error alarm and check settings alarm. Troubleshooting for the alarms was performed. Customer was advised what the alarms mean and their purpose.